Event description:
Reportedly, when the fio2 was set at 21%, the display showed at 11%. Calibrating the o2 sensor could not solve the issue. Replacing the o2 sensor resolved the issue. There was no patient involvement in this case.